Manufacturer narrative:
(B)(4). The reported description notes that a malfunction error message was displayed on the pt monitor and the audio (function) failed. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that a malfunction error message was displayed on the pt monitor and the audio (function) failed. No pt harm was reported.